Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: not provided due to hospital policy, a6: race: not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: lead tech, the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: post left heart cath, the tr band was placed on the patient's wrist, and air was inflated into the balloon. Then, the patient's wrist started bleeding. Immediately after inflation, it was noticed that the balloons were losing air/deflated. The band was removed and replaced with a new one from a different lot with no issues. There was no impact on the patient, the patient was stable, and the blood loss was less than 250cc. There was not any noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, in the procedure room with other products.